Manufacturer narrative:
Investigation conclusion: the report of the tunneling adapter breaking during use was confirmed based on the submitted photographs. Photographs were submitted for review showing the broken leaflet. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The patient remains ongoing on vad support and no further issues have been reported. A CAPA was opened to further investigate this issue and a corrective action has been implemented. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported on (B)(6) 2019 that while tunneling the driveline (to left lower quadrant) the tunneling adapter also known as bullet broke off during dl tunneling. Of note, the account does not utilize the tunneler handle or the skin punch. They instead utilize a chest tube that they attach to once side of the tunneler and then pull through. The adapter was correctly put on the tunneler and tightened in the proper manner, while tunneling the plastic black part broke off and was inside the tunneling pathway. The procedure continued, and at the end of the case the broken piece was found. No other alarms, malfunctions, or adverse events were noted.